Event description:
A pixel issue on the pump display was reported, which affected the customer's ability to interact with the pump and read the screen. There was no reported impact on the customer's blood glucose level at the time of the event. The pump was replaced under warranty, and the customer was informed about the replacement process and provided with storage mode instructions for transport. The customer was asked to return the problematic pump using a pre-paid label and return box within 10 days, but declined to share information about their backup insulin delivery therapy.